Event description:
The pt stated, that her infusion device is displaying "77" on the screen. She stated, her power pack was 8 days old. She was aware of the power pack recall. She was advised to insert a new power pack into her infusion device and it functioned properly. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for evaluation.